Event description:
Update from december 03, 2019: received additional information about this case: during review of the x-rays it looked like the stem was broken, but this was a misinterpretation of the pictures. A CT-scan was performed and no fracture was noticed. The procedure was cancelled, therefore this case is not a complaint. Therefore please delete this complaint from your system.

Manufacturer narrative:
Received additional information about this case: during review of the x-rays it looked like the stem was broken, but this was a misinterpretation of the pictures. A CT-scan was performed and no fracture was noticed. The procedure was cancelled, therefore this case is not a complaint. Therefore please delete this complaint from your system. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent to the appropriate representatives. Any device identification(s) and control number(s) used ref and lot number. The availability of the affected product(s) (non-availability with a rationale). The nature and details of the complaint. Exact event date. Implant date. Explant date. Implantation report. Revision report. Other reports (specify). All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. Did a delay in the procedure occur that was related to the event? If yes, time surgery was extended? Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with an unknown alloclassic stem on an unknown date and revision surgery is planned due to implant fracture.